Event description:
The end user reported that he has a circumferential redness under the mass. He reports experiencing some pain and slight itching from the area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he uses neutrogena face wipes to cleanse his peristomal skin and smith and nephew "unisolve" adhesive remover on his peristomal skin. The end user stated that he uses coloplast skin barrier spray to his peristomal skin and that he has tried to use stomahesive powder, but the redness persisted. He stated also has tried applying cortisone and lidocaine cream to the reddened area but redness persists. The end user uses stomahesive paste to his peristomal skin and that he is using the hollister medical adhesive spray on his barrier. The end user stated that he did not have an established wear time since the placement of his stoma. He reported that he began using the wafer one week ago. The end user was instructed the cleaning of his peristomal skin with the advisement of using a soap that did not contain any lotions; moisturizers or creams; and on crusting with stomahesive powder and the protective barrier wipes or water. He was also instructed to discontinue the use of the adhesive sprays until the redness resolves, since he has difficulty removing this adhesive spray in between wafer changes. It was recommended that he use the moldable durahesive convex skin barrier. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisement and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.